Event description:
Th pr reported he was unable to communicate with or charge his ipg. The pt indicated he had not charge his ipg for over 6 months. The sjm rep is to meet with the pt as the next course of action.

Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.